Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd user facility report (B)(4) indicating that the pt was admitted with elevated brain natriuretic peptide (bnp). Dba started. Lactate dehydrogenase (ldh) elevated and rising. Thrombolytics started.

Manufacturer narrative:
The MFR is attempting to acquire additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).